Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device outer hose comes apart, cut in tube and coupling damaged. The device was repaired and returned to customer on (B)(6) 2012.

Event description:
Customer reported the device did not work well with cut in hose and faulty coupling. This is report 1 of 1 for #com-(B)(4).